Event description:
Left total hip replacement on (B)(6) 2003. He received the depuy total hip pinnacle acetabular cup 56 sz mm, ultamet metal insert neut 36mm 56d, and the s-rom metal on metal femoral head 36mm, +3 12/13 cone. In 2005, he began having severe pain in his left foot and hip and his left hip pops when he moves. In 2011, his blood was tested and high levels of cobalt and chromium were confirmed. Reason for use: avascular necrosis/osteoarthritis of left hip.